Event description:
The field service engineer reported the customer was receiving questionably low ion selective electrode (ise) sodium results on the modular analytics core on three separate occasions. All results are given in mmol/l. On (B)(6) 2011, patient 1's initial result was 125. The repeat on a cobas 6000 was 136. On (B)(6) 2011, patient 2's initial result was 126. The repeat on a cobas 6000 was 138. On (B)(6) 2011, patient 3's initial result was 122. The repeat on a cobas 6000 was 133. On (B)(6) 2011, patient 4's initial result was 124. The repeat on a cobas 6000 was 138. On (B)(6) 2011, patient 5's initial result was 122. The repeat on a cobas 6000 was 140. On (B)(6) 2011, patient 6's initial result was 128. The repeat on a cobas 6000 was 139. On (B)(6) 2011, patient 7's initial result was 126. The repeat on a cobas 6000 was 142. On (B)(6) 2011, patient 8's initial result was 120. The repeat on a cobas 6000 was 140. On (B)(6) 2011, patient 9's initial result was 111. The repeat on a cobas 6000 was 124. On (B)(6) 2011, patient 10's initial result was 120. The repeat on a cobas 6000 was 133. On (B)(6) 2011, patient 11's initial result was 124. The repeat on a cobas 6000 was 140. On (B)(6) 2011, patient 12's initial result was 130. The repeat on a cobas 6000 was 141. On (B)(6) 2011, patient 13's initial result was 130. The repeat on a cobas 6000 was 138. On (B)(6) 2011, patient 14's initial result was 128. The repeat on a cobas 6000 was 138. On (B)(6) 2011, patient 15's initial result was 125. The repeat on cobas 6000 was 137. On (B)(6) 2011, patient 16's initial result was 139. The repeat on a cobas 6000 was 146. On (B)(6) 2011, patient 17's initial result was 140. The repeat on a cobas 6000 was 146. On (B)(6) 2011, patient 18's initial result was 132. The repeat on the same analyzer was 138. On (B)(6) 2011, patient 19's initial result was 133. The repeat on the same analyzer was 139. On (B)(6) 2011, patient 20's initial result was 133. The repeat on the same analyzer was 140. On (B)(6) 2011, patient 21's initial result was 133. The repeat on the same analyzer was 139. There was no allegation of any patients being adversely affected by the event. The lot number of the sodium electrode was not provided. The field service engineer determined the cause was fluidics failure of the sample syringe drive system and electronic failure of the ise unit. He cleaned and lubricated the syringe drive assembly and replaced sample tubing and o-rings for the sample electromagnetic valve. He also replaced the ise unit. He ran calibration and controls and a 30 sample precision run and they all passed.